Event description:
Additional information received that patient did not survive the procedure. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR was provided in sections b1, b5,d6, h1, and h6.

Event description:
The user facility in the EU reported a male patient admitted in cardiogenic shock was implanted with an impella device for mechanical circulatory support. The console alarmed during the 5.5 support with high purge pressure, low purge flow; they troublseshot with lysis which was unsuccessful, and so switched to new 5.5 pump.there was no harm done to the patient.

Manufacturer narrative:
Pump was sent back for investigation with cut patient cable. Original purge cassette was not returned. High purge pressure did not reproduce on pump. No other physical abnormalities were observed on the pump. The root cause of the high purge pressure issue was most likely kinked purge line based on provided clinical information. This report is being filed as part of a retrospective review of historical records.